Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e315 issue could not be determined, however, evidence of a minor ingress of water into the scope connector was observed, which may have caused an intermittent electrical component fault and resulted in the error message. Additionally, the observed foreign material in the air/water channel appeared to be a white crystallin material, believed to be a simethicone type product, but otherwise could not be identified. The root-cause of the foreign material issue could not be determined, as there was no observed device deformation that could contribute to the retention of foreign material and no additional facility reprocessing information was reported. The foreign material issue, however, was likely due to a reprocessing deviation from the device IFU. The event can be detected by following the instructions for use section below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of no image was confirmed. The technician identified remnants of white crystalized contamination within the air and water channels. They believe it to be a simethicone type product. The following additional findings were also noted: chipped light cover glasses, worn adhesive on the light cover glasses, worn adhesive on the optical cover glass, adhesive glue lifting on the distal end, hole in the number one switch, water ingress on the scope connector, incorrect angulation orientation, up angle, down angle, left angle, right angle, up/down angle play, and left/right angle play do not meet standard value and electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, during maintenance the technician identified remnants of white crystalized contamination within the air and water channels. They believe it to be a simethicone type product. There was no reported patient harm or impact due to this event.